Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the cannula fell off from the catheter. The catheter was inserted on her right leg and the pump was on the same side. During the tests, it was identified that the tubing detached at the quick release. Due to this, the patient inserted a new infusion set. The tubing was not stressed or pulled, and the pump was not dropped with the set connected to the patient's body. No further information available.